Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery compartment was cracked of the insulin pump and metal in the battery cap was felled off, the reservoir lip ring was popped off. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer was assisted with troubleshooting and reported that they were able to put it back in. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.